Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardiocentesis. The patient had hypotension post procedure and a pericardial effusion was confirmed with an echocardiogram. A pericardiocentesis was performed and the patient was reported to be in stable condition. Patient fully recovered. The physician's opinion on the cause of the adverse event was that the webster cs (coronary sinus) "would not remain in place". Specifically, the physician was having a hard time getting the cs catheter into the cs and it remaining there. The procedure was "pacing". Ablation was performed prior to noting the pericardial effusion. Transseptal puncture was performed. The event occurred during the mapping phase. No error messages observed on biosense webster equipment during the procedure. Other than the operator having a hard time with maneuvering the cs catheter, the medical team did not experience any malfunction with the catheter.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).